Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while loading the cartridge using the syringe, resistance was felt and the remainder of the 150 units of insulin was unable to be injected into the cartridge. The syringe and cartridge were left sitting overnight and the customer did not resolve the issue and did not want to use the insulin as it was sitting overnight. Tandem technical support advised the customer to contact a healthcare provider if the insulin needed to be replaced. The customer did not provide further information regarding the event.